Event description:
It was reported that the patient had visited the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 520 mg/dl while wearing the pod between 36 and 48 hours. The patient woke up and their blood glucose levels were approximately 329 mg/dl, they delivered a correction bolus around noon which did not cause their levels to drop. The patient delivered another bolus at approximately 15:30 hrs with a 45 g meal, at this time they estimated that their blood glucose levels were 400 mg/dl. The patient administered additional blouses at 18:00 hrs, 20:00 hrs and 20:30 hrs. At 22:30 hrs, the patient¿s blood glucose was still elevated, and they decided to attend the ER. A fingerstick measurement taken at the ER came back with a blood glucose level of 520 mg/dl. The patient was treated with 9 units of insulin which decreased the patient¿s blood glucose levels to approximately 420 mg/dl, followed by an additional 8 units of insulin which decreased their levels to approximately 300 mg/dl. The date or time that the patient left the ER was not reported. The pod was discarded and new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a,.250605.031.a3.s918usqs7ezb6, hardware: sm-s918u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158